Manufacturer narrative:
D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. The reported complaint that "the autopulse platform (sn 37268) repeatedly stops compressions" was not confirmed during the archive data review or functional testing. No device malfunction was found during testing at zoll, and the autopulse platform functioned as intended. Upon visual inspection, no physical damage was observed on the returned autopulse platform. Archive data review showed no significant discrepancies. The autopulse platform passed the initial functional test without any fault or error, and the customer's reported complaint was not replicated. Following service, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn 37268) repeatedly stops when providing compressions. The customer did not provide further information. It is unknown when the problem occurred. Patient use information was requested but no additional information was provided.